Event description:
The Provider alleges the consumer alleges they charged the unit overnight and disconnected from the charger, put the battery pack, on the scooter, put it in drive, put the key in the ignition, turned it on the battery pack allegedly caught fire sparked and smoked.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.